Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a shock impedance measurement of 0 ohms. Boston scientific technical services (ts) explained a zero measurement can occur in the presence of certain types of noise. It was noted the patient had undergone an ablation procedure the previous day which may have triggered the measurement. Additional follow-up was performed the next day and daily measurements noted to return to normal values and the device was observed functioning normally. Satisfied the out-of-range measurement was the result of electromagnetic interference (emi) during the ablation procedure the physician elected to continue monitoring the patient. No adverse patient effects were reported. This system remains in service.